Event description:
It was reported patient death occurred.A left atrial appendage closure (LAAC) procedure was performed. Prior to the procedure, the patient was noted to have a trace baseline pericardial effusion. A WATCHMAN Access System (WAS) and a 24mm WATCHMAN FLX Pro Left Atrial Appendage (LAA) Closure Device and Delivery System (WDS) were selected. The 24mm device was advanced and deployed. The closure device required multiple repositioning attempts before the physician elected to recapture the device and exchange it for a larger 27mm WDS. During the exchange, an effusion sweep was performed, which showed no change from the baseline effusion. The procedure then continued with advancement and deployment of the 27mm WDS. The Position, Anchor, Size, and Seal (PASS) criteria were met, and the closure device was released. The delivery system and sheath were withdrawn to the right side and removed from the patient. Protamine was administered, and the groin access site was closed. Following device release, post-deployment imaging was performed. At that time, the echocardiography physician noted an increase in the pericardial effusion, which the implanting physician agreed appeared significant. Preparations were immediately made for pericardiocentesis. The physician re-accessed the groin and initiated autotransfusion, ordered fresh frozen plasma (FFP) and cryoprecipitate, and consulted surgery. Although there were intermittent periods where the effusion appeared to slow, it continued to reaccumulate. The patient was ultimately taken to surgery. During the procedure, two small perforations were identified near the ostium on the limbus side. The physician attempted to suture the small holes, but the tissue repeatedly tore, making repair unsuccessful. As a result, the entire appendage was removed. Ultimately, the patient could not be weaned off the ventilator because his lungs were unable to support him and passed away. It was noted that patient had been on long-term steroid therapy, which likely contributed to the fragility of his tissues.

Event description:
IT WAS REPORTED PATIENT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS PERFORMED. PRIOR TO THE PROCEDURE, THE PATIENT WAS NOTED TO HAVE A TRACE BASELINE PERICARDIAL EFFUSION. A WATCHMAN ACCESS SYSTEM (WAS) AND A 24 MM WATCHMAN FLX PRO LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICE AND DELIVERY SYSTEM (WDS) WERE SELECTED. THE 24 MM DEVICE WAS ADVANCED AND DEPLOYED. THE CLOSURE DEVICE REQUIRED MULTIPLE REPOSITIONING ATTEMPTS BEFORE THE PHYSICIAN ELECTED TO RECAPTURE THE DEVICE AND EXCHANGE IT FOR A LARGER 27 MM WDS. DURING THE EXCHANGE, AN EFFUSION SWEEP WAS PERFORMED, WHICH SHOWED NO CHANGE FROM THE BASELINE EFFUSION. THE PROCEDURE THEN CONTINUED WITH ADVANCEMENT AND DEPLOYMENT OF THE 27 MM WDS. THE POSITION, ANCHOR, SIZE, AND SEAL (PASS) CRITERIA WERE MET, AND THE CLOSURE DEVICE WAS RELEASED. THE DELIVERY SYSTEM AND SHEATH WERE WITHDRAWN TO THE RIGHT SIDE AND REMOVED FROM THE PATIENT. PROTAMINE WAS ADMINISTERED, AND THE GROIN ACCESS SITE WAS CLOSED. FOLLOWING DEVICE RELEASE, POST-DEPLOYMENT IMAGING WAS PERFORMED. AT THAT TIME, THE ECHOCARDIOGRAPHY PHYSICIAN NOTED AN INCREASE IN THE PERICARDIAL EFFUSION, WHICH THE IMPLANTING PHYSICIAN AGREED APPEARED SIGNIFICANT. PREPARATIONS WERE IMMEDIATELY MADE FOR PERICARDIOCENTESIS. THE PHYSICIAN RE-ACCESSED THE GROIN AND INITIATED AUTOTRANSFUSION, ORDERED FRESH FROZEN PLASMA (FFP) AND CRYOPRECIPITATE, AND CONSULTED SURGERY. ALTHOUGH THERE WERE INTERMITTENT PERIODS WHERE THE EFFUSION APPEARED TO SLOW, IT CONTINUED TO REACCUMULATE. THE PATIENT WAS ULTIMATELY TAKEN TO SURGERY. DURING THE PROCEDURE, TWO SMALL PERFORATIONS WERE IDENTIFIED NEAR THE OSTIUM ON THE LIMBUS SIDE. THE PHYSICIAN ATTEMPTED TO SUTURE THE SMALL HOLES, BUT THE TISSUE REPEATEDLY TORE, MAKING REPAIR UNSUCCESSFUL. AS A RESULT, THE ENTIRE APPENDAGE WAS REMOVED. ULTIMATELY, THE PATIENT COULD NOT BE WEANED OFF THE VENTILATOR BECAUSE HIS LUNGS WERE UNABLE TO SUPPORT HIM AND PASSED AWAY. IT WAS NOTED THAT PATIENT HAD BEEN ON LONG-TERM STEROID THERAPY, WHICH LIKELY CONTRIBUTED TO THE FRAGILITY OF HIS TISSUES.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN FLX? Pro was discarded; therefore, returned device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60270 Batch # 0038636024. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Pericardial Effusion (PE) with cardiac tamponade, perforation, and death (surgical intervention, hospitalization, ventilation, blood transfusion, additional device required).Risk Review:A Risk Review was completed and confirmed that the events of Pericardial Effusion (PE) with cardiac tamponade, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.